Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's home health nurse reported that the patient had an open wound under his left breast. During a follow up, it was reported that the patient had an incision under her left breast from a surgery and that the front therapy electrode pad was making it become infected and causing irritation. The patient was issued a larger garment size so that they could shift the therapy electrode away from the incision site. It was reported that the nurse was going to cover the incision site with gauze to avoid further irritation. The final medical outcome of the irritated incision site is unknown.